Event description:
It was reported that after the implantation of veritas, a patient experienced extreme pain, erosion of internal bodily tissue, dyspareunia, painful scarring, and other serious bodily injuries. It was not reported if the patient was hospitalized for this event. Treatment and patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was implanted on or about (B)(6) 2005. Should additional relevant information become available, a supplemental report will be submitted.